Manufacturer narrative:
510k: this report is for an unknown screws/unknown lot. Part and lot numbers are unknown; UDI number is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. Reporter is a synthes employee. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6) 2020, the viper ii system failed, and it was difficult to detach the head. The screws had already been implanted, and when the surgeon tried to re-incorporate the towers the internal fins of the tower were angled towards the center, which prevented the bar from passing. There was a forty (40) minute surgical delay. No fragments were generated. The procedure was completed successfully. There were no consequences to the patient. Concomitant device reported: screwdriver (part number unknown, lot unknown, quantity unknown), screw (part number unknown, lot unknown, quantity unknown), viper2 screw extension, closed (part number 286725200, lot unknown, quantity 2), rods (part number unknown, lot unknown, quantity 1). This report involves unknown screws. This is report 5 of 5 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.